Manufacturer narrative:
During eval of the device, it was noted that the analog ground pin on the handpiece end of the cable was heavily corroded; this can cause the connection between the console and the cable to become intermittent, thus causing the attached handpiece to run without activation.

Event description:
A tps handpiece cord was sent for eval because it caused a handpiece to run on its own without activation. The event occurred during testing; there was no pt involvement, no adverse event was associated with the device.